Event description:
It was reported to philips that system could not boot up. The device was outside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. Field service engineer (fse) checked the device on site and confirmed the reported problem system was not able to power on. Upon troubleshooting fse check the main power distribution unit (mpdu)and found x12 and x13 fuse, and 24v relay and connection cable were burned out. Fse confirmed psu was also burnt so power interface unit, psu, 24v relay and connection cable need to be replace. To resolve the issue, the fse replaced power interface unit, psu, 24v relay and connection cable. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.